Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported receiving multiple failed battery tests from the insulin pump, and that they persisted after multiple battery changes. During troubleshooting the customer reported seeing corrosion in the insulin pump's battery compartment. After cleaning the battery compartment the customer stated the insulin pump did not alarm failed battery test. The customer also reported a blank display in the insulin pump. The display returned after a battery change during troubleshooting with the helpline. The customer also reported a crack on the screen of the insulin pump. The customer was advised to discontinue use of the device, to return it for analysis and a replacement, and to revert to a backup plan until the replacement arrived. The customer's reported blood glucose value was 179 mg/dl. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.